Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this patient fell after receiving one shock involving this subcutaneous implantable cardioverter defibrillator (s-ICD). A seconds shock was subsequently delivered and no conversion was seen, thus external defibrillation was provided. The episode subsequently ended after external defibrillation was provided. The patient was in the intensive care use for dialysis care. Additional review of the case by technical services (ts) confirmed that the patient fell of a chair and two shocks were delivered by the s-ICD. The s-ICD did not terminate the arrhythmia and resuscitation attempts were performed and a shock with an external defibrillation was delivered ending the arrhythmia. Ts further discussed that as the patient was a dialysis patient with a history of inappropriate shocks due to missed dialysis appoints resulting in a change in signal morphology the s-ICD system was a system of choice. However, the clinician should consider that the s-ICD relies on a rather stable signal morphology. Due to the subcutaneous nature of the device, system sensitivity is not comparable to an intracardiac electrocardiogram. Ts noted that amplitude variations can result in longer time to therapies, such as wide complex morphologies and high amplitude t-waves do have a higher risk of over detection (resulting in inappropriate shocks). As the patient appears to establish morphologies which are not properly detected by the device, ts would not be able to exclude this behavior to re-occur. Ts also noted that it would not be possible to anticipate how the change in signal morphology is represented on primary and alternate sensing vectors, such that a recommendation on re-programming can at this time not be given. Ts discussed that compliance to dialysis appointments will likely decrease the risk of inappropriate shocks due to morphology changes. Ts noted that the fact that the device was not able to end the spontaneous arrhythmia nor the induced arrhythmia with the delivered shocks should also be investigated. Reviewing x-ray images to confirm that system positioning may still be an option. No additional adverse patient effects were reported. The device remains implanted.